Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient received a burn injury on the lower left leg. The patient was reportedly being monitored with the device. The patient was positioned head first supine to undergo MRI examination of the brain. Shortly after the examination, an 8 cm large red area with a 3 cm blister was observed on the patient on the inside of the left lower leg of the patient. There is patient involvement.

Event description:
The customer reported that a patient received a burn injury on the lower left leg. The patient was reportedly being monitored with the device. The patient was positioned head first supine to undergo MRI examination of the brain. Shortly after the examination, an 8 cm large red area with a 3 cm blister was observed on the patient on the inside of the left lower leg of the patient. The patient was treated with basic standard nursery care and monitoring following the incident. This is not considered to be emergent treatment and therefore, this is not considered to be a serious injury. Refer to (B)(4) for the investigation related to the ds head coil and ingenia 1.5t system. The customer reported that a patient received a burn injury on the lower left leg. The patient was treated with basic standard nursery care and monitoring following the incident. This is not considered to be emergent treatment and therefore, this is not considered to be a serious injury. The device was being used for patient monitoring during the incident.